Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a change in therapeutic effect caused by a catheter displacement, and a catheter revision was planned. The reporter stated that the patient's symptoms were increased spasms and 'muscle shrinking feeling'. The pump implant had occurred recently on (B)(6) 2012. A diagnostic x-ray of the catheter position was completed and confirmed that the catheter tip had descended/migrated to approximately t12 from the original t10 position implemented on the (B)(6) 2012 implantation date. The medication in the pump was gabalon (baclofen). As of (B)(6) 2012, the patients status was hospitalization or prolonged hospitalization; not recovered; it was unclear if the catheter revision was completed as planned, or what the patient's outcome was. Additional information has been requested however was not yet available at the time of the report.

Event description:
It was reported that the catheter tip was "certainly positioned at th10 during the surgery conducted on (B)(4)." The patient started walking rehabilitation on, or just before, (B)(6), approximately one week post-surgery. X-ray study on (B)(6) confirmed that the catheter tip had dislocated to as low as th12. On (B)(6) 2012, the spasm in the lower limbs was significantly relieved. The patient was kept under observation for progress, with the tendon reflex becoming evident on or around (B)(4), whereupon the physician suspected that the drug was not having any effect. On (B)(6) 2012, the patient experienced spasming in the lower limbs that had reverted back to levels he had experienced prior to the itb surgery. It was noted that the date of onset of the catheter displacement was (B)(6) 2012. Severity was noted as moderate. In the x-ray study performed on (B)(6), catheter displacement was confirmed; the exact location of the dislocated catheter wasn't readily discernible from the lumbar x-p. Several loops had formed in the pocket on the back region. Due to the fact that the patient was able to walk in spite of spasming and had a large range of motion in the thoracolumbar area of his spine, this may have contributed to a tendency where the catheter was easily displaceable. Reviewing the situation with the use of imaging, the assumption was reached that an inadequately secured v-wing anchor might have been the potential cause. The patient and his spouse were advised about the catheter displacement. Options were discussed. The patient wanted to undergo surgery to re-enable the itb therapy. The catheter was replaced on (B)(6) 2012. From findings gathered during re-surgery, it became clear that the anchor was secured below the fascia and the spinal catheter had dislodged into the muscle. The spinal catheter had completely displaced from the spinal cord. The "trapped indura catheter was removed." Initially they were not able to see the catheter "particularly well" because the fascia was concealing the v-wing anchor. After the catheter was excised, it became apparent that the part of the catheter from the anchor to the spinal cord side had been displaced and, furthermore, had twisted into loops within a cavity that had been created in the fascia. The drug was injected. The patient was scheduled for a bridge bolus refill; hence the concentration was increased per hcp recommendation. The puncture was performed 2 to 3 times; the catheter advanced successfully and was sited so that the catheter tip was positioned at th10. A purse string suture was performed. The anchor was secured using the anchor dispenser, and further secured to the fascia through the suture hole. The purse string suture then slipped off, so a fresh suture was prepared. After linking the catheters to the connector, csf was then checked, with the pump connector and the catheter port being joined thereafter. It was subsequently checked and confirmed that it could rotate 90 degrees both to the left and to the right. Next, the pump was secured into the pocket on the abdomen. Closure was performed simultaneously on the back and abdomen. Surgery was completed. The device was programmed using nvision and then updated. It was noted that on (B)(6) 2012, the spasm in the lower limbs moderated to levels observed prior to catheter displacement. Outcome was noted as recovered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, serial # (B)(4), implanted: (B)(6) 2012, product type catheter.